Event description:
It was reported that a physician obtained high lead impedance readings while performing diagnostics on a pt's device. Attempts to obtain additional info from the physician including pt and product info, x-rays for assessment, cause of readings, and interventions planned have been unsuccessful to date.